Event description:
Drill bit broke in pt's shoulder.

Manufacturer narrative:
Complaint states that the parts are being returned, but they have not yet been received. Add'l info will be supplied when available.